Event description:
During the analysis of the lead, it was noted that the inner insulation of the lead body had been massively damaged about 17 cm and 19 cm proximal of the tip electrode by internal fraying. In addition, the insulation of the rope conductor to the ring electrode was damaged at these sites. These damages must be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load on the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The coagulated blood in the inner conductor of the lead was with high probability transported into the lead with a stylet. The deformation of the proximal shock coil is probably due to tensile load during the explantation. Lumos vr-t, MDR 1028232-2009-00421.